Event description:
It was reported that a home patient (hp) received a high drain alarm on the homechoice (hc) during initial drain (I-drain) while the hp was connected. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The drain volume (dv) was 6391ml, the last fill volume (lfv) was 2000ml, the largest prescribed fill volume is 2500mll, and the initial drain volume alarm (ida) was 1200ml. The hp did not have iipv symptoms during the call. The hp stated they were tired and requested assistance with ending therapy. The technical service representative (tsr) assisted the hp with disconnecting from the machine. The tsr advised a swap of the machine and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. The hp was diabetic. The hp was on insulin or diabetes medication. The therapy was discontinued prior to completion of two full cycles. The hp was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with their nurse or health care professional immediately after the end of this call. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The homechoice evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No high drain alarms or iipv conditions were identified in the logs. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. All pressures of within the pneumatic system were correct and stable. A simulated therapy was performed with no issues noted. The service history of the device was reviewed. It revealed two previous service events ((B)(4) 2014) for increased intraperitoneal volume (iipv) situations. In both cases the iipv was determined to be caused by user errors, and no homechoice parts were replaced during servicing. The reported high drain alarm was unable to be verified or duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.